Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. During impedance testing, the pacemaker failed to capture on the left ventricular lead. The pacemaker is being monitored. The patient was stable throughout.